Event description:
It was observed that during the device evaluation, the subject device's cover joint was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely the defect was caused by water leakage. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.